Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 29 mmol/l at the time of incident and other blood glucose level was 25 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer experienced symptoms such as nausea. Customer stated that she was getting alert on low but did not take her blood glucose and then later she said no alerts but she was not feeling good and took her blood glucose and was at 32.9 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.